Manufacturer narrative:
Upn from: (B)(4). Di from (B)(4).

Event description:
It was further reported via user facility medwatch (B)(6) that the rotablator bur have become embedded in the middle of the right coronary artery. The patient underwent a cardiac catheterization to extract the burr using an unknown balloon for assistance. There was evidence of dissection and perforation which was sealed with an unspecified balloon and reverse coagulation. The patient was then transferred to the intensive care unit with ventilator support. The patient expired on the second day post procedure.

Event description:
It was reported that the burr became stuck in the lesion. The target lesion was located in the mid right coronary artery (rca). A 1.75mm rotalink¿ plus was used to treat the target lesion. During the procedure, the burr got stuck inside the lesion. The physician had difficulty getting the burr out and after many various attempts the burr was able to be removed. The patient expired several days after the procedure.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).